Manufacturer narrative:
Correction: in the initial report, the manufacturer date provided was inadvertently reported as 02/04/2023, however the correct date is 02/03/2023. Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was fibers/debris on the patient interface. The customer did not know if it was discovered prior or after patient contact therefore, conservatively reporting. No additional information was provided.

Manufacturer narrative:
Section a5: unknown/ not provided. Section b3 date of event: unknown/not provided. Section e1 telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.